Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's father to use the smart device's bluetooth settings to disable and re-enable bluetooth, close all applications running in the background, and reset the smart device, which was unsuccessful. Dexcom representative then advised the patient's father to recharge the smart device's battery, and repeat the steps once the battery is fully charged. No additional patient or event information is available.